Event description:
When removed from the box the shaft rotated on its own when placed against a structure therefore the surgeon had no control of the device to place it on any structure. The surgeon manually had to hold the rotation knob in order to place it on structures to do her ligation. The jaw also got stuck after a few uses fortunately not on any tissue. This was experienced when the surgeon tried to re introduce the instrument through the port. This complaint is connected to bc201501-0084 in both instances the surgeon had a regular bipolar device available to use. Outcome of surgery was successful despite the problems experienced with the ligasure. New info 2/24/2015: the device was received for investigation with the clear insulation rolled up onto jaws- failed hipot.

Manufacturer narrative:
(B)(4). Visual inspection found the clear insulation is rolled onto the jaws. This did not allow the jaws to open. Sample failed hipot testing. The investigation identified the root cause of the reported event to be user error. The IFU states to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation. Prior to activating electrosurgical current, verify that the flexible silicone insulation completely covers the metal portion of the shaft directly proximal to the jaws to reduce the potential for unintended tissue effect.